Event description:
During a dialysis procedure, the rn noted that the left subclavian quinton catheter was out of the pt approximately 3"-4". When the rn examined the catheter, it was noted that the connection ring had slipped out of position. When the catheter was removed, the rn was unable to locate the connection ring for analysis.